Event description:
Caller states that the patient tested 4.3 inr on coaguchek test system 1 and 3.2 inr on coaguchek system 2. At a later time, the same patient reportedly tested 5.7 inr on coaguchek test system 1 and 3.2 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed at a medical facility. Coaguchek test system 1: meter, test strip lot 393a-b13, exp 03/2008, cat/3116247. Coaguchek test system 2: meter, test strip lot 485a-i17, exp 07/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip used in system 2.